Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. (B)(4).

Event description:
Adverse event(s): "problem in my eye sight both far and near" (vision, impaired). Product problem(s): "none reported" (no info) [iol (intraocular lens) implant]). A consumer, who is a medical doctor, reported that he is having a "problem" with both far and near vision six weeks following intraocular lens (iol) implant surgery. He stated that his surgeon has not been able to explain the situation. In a follow-up with the consumer, he also reported that he is facing congestion in his eyes". Additional info has been requested.